Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). PMA/510(k)#: k161552 ((B)(6)); k141311 ((B)(6)). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported by the facility representative that the saline filled syringes are jamming halfway through the flush.